Manufacturer narrative:
The device was returned for evaluation. With regard to the returned unit, the lock has both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the lock will need new components added to replace worn internal parts. Unit needed to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. The DHR review shows no issues on the build records. The complaint was confirmed. The root cause analysis reveals debris in the lock mechanism and severely worn parts.

Event description:
A customer reported an a1059 mayfield modified skull clamp needed to be repaired. A service and repair manager reported that the clamp's lock had both lateral and rotational movement while locked. The date of the event was not specified. Patient contact, injury, and surgery delay were not known. Additional information has been requested.